Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2016 and the mesh was implanted. On (B)(6) 2016, the patient was diagnosed with overactive bladder and prescribed medication leading to serious side effects. The patient experienced painful bladder, urinary tract infections, groin pain, lower back pain, chronic leg pain and burning legs and feet. It was reported that the patient is now worse after two surgeries and have suffered greatly with pain and mental health issues. The patient was operated on while having urinary tract infection. Additional information has been requested.